Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2018-73770 is not reportable.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: journal of pediatric surgery 52 (2017) 1117¿1120. (B)(4).

Event description:
It was reported via journal article title: is fundoplication required after the foker procedure for long gap esophageal atresia? Author: dylan wanaguru, catherine langusch, usha krishnan, vincent varjavandi, ashish jiwane, susan adams, guy henry. Citation: journal of pediatric surgery 52 (2017) 1117¿1120; doi: http://dx.doi.org/10.1016/j.jpedsurg.2016.12.014. This retrospective chart review aimed to present the authors¿ experience pharmacological management and endoscopic surveillance rather than early routine fundoplication in infants treated with the foker procedure. Since may2007, foker procedure has been performed in 9 consecutive patients (n=4 male and n=5 female) with long gap esophageal atresia for which the procedure was performed via open thoracotomy (n=2) and thoracoscopically (n=7). In the procedure, one to three 4/0 prolene® sutures are placed in a ¿figure 8¿ configuration to reduce the chance of them tearing out. The sutures are tied to and then rolled over a piece of silastic tubing. Tightening is done either daily or twice daily and then secured to the chest wall using adhesive tapes. The patient # 7 had their suture dislodged during tightening. The patient had suture replaced: # 7 (2-day-old) redo of video assisted thoracoscopic surgery and foker procedure. Three patients had either clinical or radiological evidence of a minor or contained anastomotic leak, all of which were managed non-operatively. The study demonstrates the success of the foker procedure in managing lgea, as well as the applicability of minimally invasive techniques in this setting.